Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) had a ventricular fibrillation (vf) arrest and received multiple shocks from the device, which exhausted therapy. The shocks did not convert, therefore the patient was rescued with an external defibrillator. A boston scientific field representative was contacted to interrogate the device. Upon interrogation an alert (code 1005) was observed indicating that the device shocked into an open condition due to high, out of range shock impedance measurements with this device and another manufacturer's right ventricular (rv) lead. The device system was tested using a programmer and painless shock lead impedances (psli) were 42 ohms. It was not known until the high energy shocks were delivered that there was concern with system integrity. An x-ray was then taken and according to the attending physician, no anomalies were identified. The root cause to the high shock impedances has not been confirmed; however, based on previous alerts with code 1005 observed, a lead integrity issue is likely the cause. The physician made the decision to turn off all device therapies and kept the patient on an external monitor. The patient remained in the hospital.

Event description:
Additional information was received that the patient died later that same day. The field representative was contacted and confirmed that she was not aware of the patient's death until early-april and was not aware of the sequence of events following the vf arrest up until the patient passed away. The device has not been returned to boston scientific.